Event description:
A customer contacted beckman coulter, inc.(bci) in regards to no value results generated on access immunoassay analyzer for multiple patients and qc for total beta hcg (tbhcg). The results were not reported outside the laboratory. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to the event and was producing no value results after the event. While troubleshooting with customer technical support (cts), it was found that the reagent pack was shared between two access systems. The product labeling gives instructions not to load a partially used reagent pack. Service was not dispatched as the issue was resolved by troubleshooting with the cts.